Event description:
It was reported that this electrode was capped and surgically abandoned due to the patient experiencing discomfort for several years. No additional adverse patient effects were reported.